Event description:
The reporter stated that three devices have been observed to leak cerebrospinal fluid at the stopcock at the transducer site. Integra has requested more clinical info from the reporter.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.